Event description:
It was reported that the device broke off at the joint during surgery. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed due to the damage to the device and the shaft not being returned. Visual evaluation showed that the device was broken into multiple pieces. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains error use. Refer to investigation photos.